Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. Upon removal the stent dislodged while being removed from the touhy. No pt injuries or complications occurred.